Event description:
It was reported that during the patient¿s trial, the patient had a (B)(6) infection. It was unknown when or where this occurred, but they suspected in 2006. Interventions and patient outcome were not provided. If additional information is obtained, a follow up report will be sent.

Manufacturer narrative:
(B)(4).